Manufacturer narrative:
The complaint could not be verified and a root cause could not be determined in association with the subject controller as the wireless foot control pedal transmitter functioned as intended when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: another wireless foot control pedal transmitter with the same frequency as the concomitant receiver could have been in close proximity and activated the wand in use at the time of this complaint event. The user¿s manual, (attached), has information and warnings concerning this issue. Excessive tensile stress applied to the cable could have partially broken one or more signal wires causing an intermittent connection. Cable fatigue, which happens over time due to normal use, could cause pin connections to become detached or insulation and/or wires to break or become compromised. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
.

Event description:
It was reported that during a procedure using an ambient megavac 90 wand with a wireless foot control, the wand stayed in ablate mode after the surgeon used the wireless foot pedal to deactivate it. The surgeon had to unplug the wand in order to stop it's activation and remove from the surgical site. The procedure was completed with a backup device. There were no significant delays or patient complications reported as a result of this event.